Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain.') In an adult female patient who had essure (batch no. 626287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from (B)(6) 2007 to (B)(6) 2008 and mirena from (B)(6) 2006 to (B)(6) 2007. Concomitant products included paracetamol (acetaminophen) (B)(6) 2008 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((B)(6) 2011, hysterectomy (full) (supracervical hysterectomy (uterus only))). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication. Updated event genital haemorrhage as non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain.') In an adult female patient who had essure (batch no. 626287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from (B)(6) 2007 to (B)(6) 2008 and mirena from (B)(6) 2006 to (B)(6) 2007. Concomitant products included paracetamol (acetaminophen) (B)(6) 2008 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery ((B)(6) 2011, hysterectomy (full) (supracervical hysterectomy (uterus only))). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for abnormal bleeding (vaginal. Menorrhagia) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain.') And genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 626287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from (B)(6) 2007 to (B)(6) 2008 and mirena from (B)(6) 2006 to (B)(6) 2007. Concomitant products included paracetamol (acetaminophen) (B)(6) 2008 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2011, hysterectomy (full) (supracervical hysterectomy (uterus only))). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: psych injury update as depression and mental anguish. New events menorrhagia and abnormal bleeding vaginal was added. Lot number, reporter, historical drug, concomitant drug was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain.') And genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 626287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: yaz from (B)(6) 2007 to (B)(6) 2008 and mirena from (B)(6) 2006 to (B)(6) 2007. Concomitant products included paracetamol (acetaminophen) (B)(6) 2008 to (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury: depression"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (B)(6) 2011, hysterectomy (full) (supracervical hysterectomy (uterus only))). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded bilateral occlusion. Amendment: the report was amended for the following reason: company causality comment amended. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain.') And genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery ((B)(6) 2011, hysterectomy (full).). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: essure device was successfully occluded bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received events "pelvic/abdominal pain, general abnormal bleeding, psych injury" were added. Outcome of event "pain, bleeding" were updated as recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.